Manufacturer narrative:
Result of investigation: vyaire medical was able to confirmed and duplicate the reported issue. The exhalation flow transducer(pt802) failed. The device issue is a known issue can be reference to CAPA ca-2017-0206 and co 101400. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported to vyaire medical that the vela ventilator while running transducer fault occurred. There is no patient involvement on the associated event.